Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the physician at another hospital (not implant center) that the pt was traveling and presented with slight edema and shortness of breath. It was reported that the pt did not have any alarms at that point, and that they did not have any monitoring equipment. The following day the pt was flown to another hospital and the implanting center was contacted. The hospital staff reported that they were concerned about the integrity of the driveline. The following day the pt's pump was emergently exchanged. The vad coordinator reported that during explant it was observed that the pt had a damaged percutaneous lead near the pump end and that the outflow bend relief was loose. The pt remains ongoing with the new lvad.

Manufacturer narrative:
The loose outflow bend relief is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.